Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a sequential compression device. The customer reports "the pulsatile machines electrical cord that was connected to the unit caught fire. The electrical cord was unplugged and the fire died down. There was no patient injury. The fire started instantly upon turning the machine on, staff was at the patient's bedside and immediately intervened".

Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, results will be forwarded.